Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported slda appears to be related to patient morphology/pathology due to complex patient anatomy. The reported poor image resolution was due to the image technician's technique and patient anatomy. The reported unexpected medical intervention was a result of case specific circumstance as another clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported on (B)(6) 2025, a patient presented with grade 4+ degenerative mitral regurgitation (mr), a restricted posterior leaflet, and an anterior flail for a mitraclip procedure. Two clips were planned for implant. Imaging was challenging due to the imaging technician's technique and patient anatomy. Due to the restricted leaflet, multiple manipulations were required to place the clip. The first clip was deployed. Upon deployment an single leaflet device attachment (slda) was observed. The clip detached from the anterior leaflet and remained attached to the posterior leaflet. A second clip was implanted. The final mr grade was 2+.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.